Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was offered to transfer to helpline but declined and just want a documentation on the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.